Event description:
The tip of the ablation catheter was found to be defective during prep. There was no harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).